Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was not reproduced. System error 345 was confirmed through a review of the event history log. The device was run in temperature controlled rooms of 60°f, 90°f, and room temperature of 72°f without any occurrence of system error 345 alarms. Device investigation determined assignable cause to be offset pins in the j9 connector of the I/o printed circuit board (pcb). In addition, device investigation found that when touching the force sensor assembly flex near the j9 connector the thermistor temperature reading elevated to 141°f, and when not touched, it settled to approximately 80°f. This indicates an intermittent connection between the flex and the connector. The I/o pcb was replaced to correct this condition.

Event description:
It was reported that a sigma spectrum pump went into a system error 345 during open heart surgery. The patient was being infused with norepinephrine dose: 0.03mcg/kg/min, concentration: 16mg/250ml IV bag. The pump went into a system error 345 during surgery and the patient's blood pressure dropped below 50 and condition became increasingly unstable. The staff attempted to change out the pump for another pump. The amount of time that norepinephrine therapy was interrupted is unknown. During the interruption of therapy, the patient received a vasopressor medication (unknown drug) via intravenous manual administration to prevent further decline of blood pressure. Once the new pump was programmed, the norepinephrine infusion was restarted and dose titrated to effect as expected. The patient's blood pressure (unknown blood pressure readings) and condition stabilized.